Event description:
Adverse event: soft eye. Malfunction: air leak. The surgeon reported air bubbles in the eye throughout the procedure. The surgeon also reported the iop - intra-ocular pressure control was fluctuating throughout the procedure as well. The surgeon stated the pt was not injured as a result of the events. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).